Manufacturer narrative:
Analysis of the 9733856 found insufficient information. Analysis of the 9733467 found insufficient information. At least three documented attempts have been made to retrieve information with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to register the patient after 7 tracer and 3 point with no success. Reloading the image did not resolve the issue. Representative stated that 3d model looked good. The registration failed immediately, and the image was a magnetic resonance imaging (MRI). Patient was heavy set. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.